Event description:
The following information was provided: during a tka, one of the small hex screws from the upper portion of the mics handle became loose and fell out. Case type / application: tka 2.0

Event description:
No new information.

Manufacturer narrative:
Reported event an event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results -product evaluation and results: evaluation 1: motor output coupling - dislodged; loose screws on coupling evaluation 2: collar - damaged screws; reported condition confirmed: yes. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.